Event description:
A customer reported to baxter (B)(4) of a syringe adapter set that was blocked. It is unknown when this reported condition occurred. There was no patient involvement nor medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. The sampling and test results confirm that the batches complied with the required quality characteristics as defined in the procedure. If additional information or samples become available, a follow-up report will be submitted.